Event description:
The customer called to report a blank display and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty liquid crystal display driver.